Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that it was impossible to stop piston on the insulin pump during prime. No further information provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to loose/protruded drive support disk. The insulin pump had cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.